Manufacturer narrative:
G3 updated.

Event description:
It was reported that the ilet pump¿s display screen split in half, rendering the screen unusable and causing trouble operating the device; the device had been synced prior to shutdown and will be returned, and the issue pertains to a display component with a device problem consistent with loss or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem associated with the display, consistent with a bonding failure of the screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.